Event description:
It was reported that the patient presented to clinic for device change. Upon interrogation it was noted that the atrial lead was oversensing noise. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿noise with oversensing¿ was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can. Electrical testing did not find any indication of conductor fractures or internal shorts.